Event description:
Customer reported that she was hospitalized for high blood glucose and dka. She also stated that she is pregnant and field dizzy. Troubleshooting was performed and pump appeared to be operating normally.